Manufacturer narrative:
(B)(4). This complaint is for a report of an air in tubing (without alarm) was not confirmed since the sample was not available. The root cause was not identified. The lot number was not available; a batch review was not performed.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check patient line alarm during the initial drain on the homechoice machine(hc). The technical service representative(tsr) assisted the caregiver(cg) to ensure the lines were free of any kinks, open clamps, or occlusions. The cg stated there were a lot of air bubbles in the patient line. The cg stated they had problems priming. The tsr advised the cg to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.